Event description:
It was reported by a patient implanted with this inflatable penile prosthesis (ipp) that the pump bulb feels hard in the scrotum and states its size is large, and asked if it is possible to change it. Patient stated they desire to increase device girth.